Manufacturer narrative:
To date, information suggests that this medical device has not yet been returned to boston scientific. The investigation is considered closed. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous right atrial (ra) lead became dislodged during the physician's removal of the right ventricular (rv) lead in the system. There was no adverse patient effect associated with this clinical observation.